Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal remained inside the delivery tool. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The green slide lock and the white plunger were not depressed on the delivery device. The tension spring assembly and the seal were inside the body of the loading device. The seal had cracked along the second row from the edge. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).